Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.

Event description:
It was reported that during a surgical procedure conducted at the user facility, foreign material was found on the shield of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility foreign material was found on the shield of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through visual inspection. During device evaluation, it was determined that the reported foreign material was a piece of the hood that had become adhered to the faceshield. A manufacturing issue was determined to be a potential cause of the reported event. The hood is not a repairable device and will therefore not be returned to the user facility.